Event description:
It was initially reported that the patient lost therapeutic effect and the left lead lost all capability of stimulation. The patient's symptom was increased pain, the severity was mild, and there was no sade (serious adverse device effect). The patient's device was reprogrammed. Subsequent information reported the leads and device were replaced and the patient outcome was reported as resolved without sequelae.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2011 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2011 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).